Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the monitor burned. No troubleshooting indicated. The monitor was replaced. No patient complications have been reported as a result of this event.